Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the reported difficult to remove the clip from the clip introducer (ci) appears to be due to user technique/procedural circumstances as it was reported that during insertion of the clip into the clip introducer, the clip got caught with the introducer tip. Additionally, the torn material appears to be the cascading effect of the clip getting caught on the tip of the ci. It should be noted that throughout the device preparation section of the mitraclip instructions for use (IFU), it states: do not use the device if damage is detected. Use of damaged product may result in air embolism, device or device component embolization, vascular/cardiac injury. The mitraclip device was used after damage to the ci tip was detected. The user error of using the device after damage was detected did not contribute to the reported difficult to remove the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report torn clip introducer. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. During preparation, when inserting the clip delivery system (cds) into the clip introducer, the clip got caught with the introducer tip and the introducer tip became torn. The damaged portion was cut off and the cds continued to be used. The clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.